Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." Requested but not returned by hospital.

Event description:
It was reported a patient underwent a right total knee arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2016 due to pain and stiffness. The bearing was removed and replaced and the patella was resurfaced during the procedure.